Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included an unused suture and collagen, a used hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in rear lock position with no anchor returned, with the distal tip of the suture visible and the suture fully spooled. The hemostasis sheath and carrier tube were returned separated. The bypass tube was also noted to be within the device sleeve. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the anchor was torn off when placing the angio-seal device. It must have remained in the patient's artery. Nothing was visible on the ultrasound. An image of the artery was taken before and after. The patient was manually depressurized and closely monitored for the first twenty-four (24) hours. There was no injury to the patient. The event occurred during use on the patient/placement. Additional information was received on 15jan2025: the procedure performed prior to use of the angio-seal was a coronarography using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was not achieved with the angio-seal. The patient was stable following the 24 hours of monitoring. The anchor tore off when the angio-seal was being placed. There was no blood loss. There was no disease or dissection present in the access site. Distal pulses were present. Nothing was visible on the ultrasound following the procedure. No equipment or other devices were used with the involved angio-seal.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.